Manufacturer narrative:
It was reported that after around 1 month of stent placement, large hole in the distal side of the cover was found and gastrointestinal tract was blocked. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. Based on the description "found a large hole in the distal side of the cover" and "no hole in the cover immediately after stent placement", there is a possibility it might have occurred after placement due to pressure of patient's lesion, foreign substance and body fluid, etc. Complexly. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Then, it is assumed the gastrointestinal track was blocked due to the damaged cover, patient's lesion condition, peristalsis, foreign substances and other factors complexly, and caused vomiting of the patient. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: cover breakdown with ingrowth of the mucosa, stent occlusion". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
A patient with the dct2212bp placed in the duodenum to come out into the stomach in the middle of november was found to have a blocked gastrointestinal tract. The blocked gastrointestinal tract was found by the patient's vomiting. The stent was checked by endoscopy, which found a large hole in the distal side of the cover. There was no hole in the cover immediately after stent placement. No additional treatment was performed because no ingrowth occurred in the hole in the cover and food was the cause of the blockage in the gastrointestinal tract. There were no patient complications as a result of this event.